Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Events submitted via 2210968-2020-04057 and 2210968-2020-04056.

Event description:
It was reported that the patient underwent a hysterectomy surgery on (B)(6) 2020 and the suture was used. During surgery, the needle fell off of suture. A similar device was used to complete the case with no patient consequences.